Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device storage spaces failed and was not on bus. A field service engineer (fse) found that all communication lights were flashing rapidly and displayed error as not on bus. The fse removed the bus cable from the matrix drawers and rebooted the system, after which all devices came back online. The fse then replaced the printed circuit board assembly (pcba) cards on drawers 1 and 6, resolving the issue. Tested all pockets with hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.